Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v409770, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-33, lot# v409770, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was undergoing surgery for ins replacement due to battery end of life. When impedances were checked several were abnormal so the physician opted to replace the lead. It was reported that the lead broke off when being pulled. The representative reported that the lead integrity did appear to be compromised when the pocket was opened.